Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 232 mg/dl at the time of call but customer reports to have had blood glucose of 377 mg/dl and 445 mg/dl due to no delivery. Customer requested assistance in programming bolus wizard as insulin pump was reading that programming was incomplete. Customer treated high blood glucose with manual injection. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was able to solve no delivery with set change. Customer was not able to program meter as customer was at work and meter was at home. Customer was not able to change infusion set to check for bent cannula as customer was at work. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.